Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement; (B)(6) 2020; dair procedure for infection. Washout bearing change. Evidence of prior periprosthetic fracture of femur. Presence of plate and screws around prosthesis distal femur. Appears previous revision involving bearing change and also plate and screws for what appears to be peri prosthetic fracture of distal femur. Patient date of birth, primary surgeon, hospital and previous surgery dates including other details are unknown. Patient has not consented to the sharing of any information including that contained on this document.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.